Event description:
It was reported that the guidewire sheared when the cvc catheter was inserted. New details from sales rep on (B)(6) 2012 indicates the fragment was removed in radiology. There is no further info available at this time.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.